Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received power error detected alarm. The customer¿s blood glucose level was 290 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light stopped flashing immediately. Customer also stated that they received beep without any reason. Customer troubleshoot was performed. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, active current measurement and displacement test. Device received power error detected due to j6 connector resistance issue. Device failed sleep current measurement due to unexpected battery power loss and power error detected. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in pump history files.